Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted.

Event description:
Received info regarding leaking cartridges and a septum fill resistance. Reportedly, the customer's blood glucose was elevated due to the fill resistance.